Manufacturer narrative:
The t:slim user guide indicates that the cartridge is contraindicated for use with product other than humalog and novolog. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. Customer dismissed the alarms and resumed insulin; however, after the last alarm, customer changed the infusion set and cartridge. No further occlusion alarms occurred; however, due to rising blood glucose level, customer disconnected form the pump and administered an insulin injection. Customer was using apidra insulin.